Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned and analyzed. Analysis found the outer insulation of the lead developed a breach due to esc (environmental stress cracking) while in vivo.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the right ventricular (rv) lead exhibited low pacing impedance. Upon removal of the lead, it was noted that there was also a break in the cable found just below where the outer insulation ends and above where the lead was cut. The rv lead was partially removed, capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4557m-53, lead, (B)(6) 1990. (B)(4).